Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary left l5-s1 spinal root decompression. The next month, the pt presented with recurrent left l5-s1 herniated nucleus pulposus (hnp) which was severe in intensity. The pt underwent a revision left l5-s1 microdiscectomy 2 months later and symptoms resolved with the treatment (surgery). In 2000, the pt presented again with recurrent left l5-s1 hnp and underwent a second revision left l5-s1 microdiscectomy that same month which resolved with treatment (surgery). The events were classified as unrelated to adcon-l and were considered idiosyncratic effects.